Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
The sales rep has reported that the patient has an infection. The surgeon performed a washing out procedure on (B)(6) 2020. No devices were explanted or revised.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. Reported event: an event regarding infection involving a proximal tibia / minimally invasive growing distal femur replacement, axle cap was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records / x-ray images were received for review with a clinical consultant. Device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 23mar2011 with no reported discrepancies. Complaint history review: there have been no other events. Sterile lot: sterilization lot: r211030501 - there have been no other events. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Catalog numbers and lot codes of other devices listed in this report: smcap01 (b7772) axle cap; smbpr00 (b6731) bumper pad; smbsh00 (b6086) bushes. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The sales rep has reported that the patient has an infection. The surgeon performed a washing out procedure on 29feb2020. No devices were explanted or revised.